Manufacturer narrative:
Qn#(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results.

Event description:
The complaint is reported as: "the client says that he receives an arterial catheter sac-00820 and the metal guide shows deformity." The issue was detected prior to use on a patient.

Event description:
The complaint is reported as: "the client says that he receives an arterial catheter sac-00820 and the metal guide shows deformity." The issue was detected prior to use on a patient.

Manufacturer narrative:
(B)(4). The customer returned one unopened, arterial kit for analysis. Subsequently, no definite signs-of-use were observed. The kit was opened to better analyses the components. Visual analysis revealed that the guide wire contained two kinks at approximately the middle of the extrusion. Signs-of-deformation was also observed on the protective tubing. This area of deformation was in the same location as the kinking. In addition to the kinking, the outside packaging of the sac was also noted to have a fold/crease that is in the same approximate location of the kinking. The damage observed is consistent with defects related to storage and shipping. No other defects or anomalies were observed. The kinks in the guide wire measured 210mm and 217mm from the proximal end. The guide wire total length measured 350mm, which is within the specification limits of 345mm-355mm per the guide wire graphic. The guide wire outer diameter measured .51mm, which is within the specification limits of .508mm-.533mm per the guide wire graphic. The guide wire was passed through the returned catheter. Significant resistance was observed; however, the guide wire was able to pass completely through the catheter. A manual tug test confirmed the distal and proximal welds were attached. A device history record review was performed with no relevant findings to suggest a manufacturing related cause. The returned lidstock was also reviewed as part of this complaint investigation. The words "do not bend" are clearly visible at the bottom and top of the lidstock. The reported complaint that the guide wire was found kinked prior to use was confirmed through visual inspection of the returned sample. The returned guide wire and the protective tubing contained two distinctive kinks. The guide wire met all relevant dimensional requirements, and a device history record review was performed with no relevant findings. Based on the customer description and the sample received, storage and shipping caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
Qn#: (B)(4).

Event description:
The complaint is reported as: "the client says that he receives an arterial catheter sac-00820 and the metal guide shows deformity." The issue was detected prior to use on a patient.